Manufacturer narrative:
H10: g4, h2, h3, h6. The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of over pressurization could not be reproduced. Product passed functional testing per factory test with no faults or errors. Product passed functional testing during 2 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did pump over pressurize, fluctuate, or become intermittent. All functions perform as expected. Pressure and flow readings were normal throughout burn-in on wet station. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that, during a shoulder procedure, the surgeon felt that the dyonics 25 control unit was putting out pressure higher than it should be. There was a backup device available; however, the procedure was completed with the same device. No delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.